Event description:
The director of nursing services reported that spo2 sensing was periodically dropping after it had been working for some time on the bedside monitor (bsm). The concern was that it occasionally dropped without notification. No patient harm was reported.

Manufacturer narrative:
The director of nursing services reported that spo2 sensing was periodically dropping after it had been working for some time on the bedside monitor (bsm). The concern was that it occasionally dropped without notification. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: input unit: model #: ay-651p. Serial #: (B)(6). Device manufacturer data: 04/02/2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.